Manufacturer narrative:
Results and conclusions summation- factors that can affect stent dislodgement include, but are not limited to, improper/inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interactions with other devices, the pt anatomy and/or a previously implanted stent. The pt effect of unretrieved non-resorbable materials as a result of stent dislodgement is addressed in the device risk assessment as a potential adverse event and is not necessarily an indication of a quality issue. No conclusive root cause can be determined.

Event description:
Reporting status: serious injury- permanent damage. Reporting rationale: stent remains in pt at an unintended site. Device issue: stent dislodgement. It was reported that while attempting to place the mini vision stent distal to an existing stent, the mini vision stent came off the catheter and was deployed in the ostium of the left anterior descending artery (lad). The pt was asymptomatic. Intra-vascular ultrasound (ivus) was performed to check the left main and no dissection was noted. The pt was transferred to the critical care unit (ccu) for monitoring and was discharged home without further complications three days later. No add'l event or pt info is available.